Manufacturer narrative:
Two mvs interface (umbilical) cables were returned regarding this event: investigation of first returned suspect mvs interface (umbilical) cable confirmed the reported event. The mvs interface (umbilical) cable failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test passed. The gbit test failed, showed opens between lines 7 and 8. Passed visual inspection. The reported event was confirmed to be caused by an electrical failure. Investigation of returned suspect mvs interface (umbilical) cable was unable to confirm the reported event. The device was found to be fully functional with no problem found. Mvs interface cable passed bench 100t and gbit communications testing. Continuity testing was passed, as well as visual inspection. Installed mvs interface cable in test imaging system and while under test both 2d and 3d imaging were successful. The system readied, communicated and performed as expected. No problem found.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system was encountering a frame grabber error due to a damaged umbilical cable. The cable was replaced and the issue was resolved. The damaged cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed the error message "an issue that may affect navigation accuracy was detected. Acquisition may be canceled" when the user attempted to take a 3d image. The use of the imaging system was discontinued because of this issue and the surgery was completed using a second imaging system. The procedure was completed successfully and the patient was not impacted.